Manufacturer narrative:
Correction to the initial report: h6 type of investigation selected "3331-analysis of production records"; however, production records could not be reviewed because the serial number was not provided and it was inadvertently selected.

Event description:
The customer reported the subject device did not register input with the laser when successfully paired. A wired footswitch was attempted and operated properly. There was no harm or user injury reported due to the event. This report is for the tfl-afswl wireless footswitch. The tfl-pls was reported on medwatch # 3003790304-2023-00112.

Manufacturer narrative:
The suspect device was not sent to olympus for evaluation. An olympus technician was dispatched to the customer facility and performed troubleshooting on the footswitch with the customer. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported issue could not be identified since the device was not sent to olympus for evaluation. Olympus will continue to monitor field performance for this device.